Manufacturer narrative:
Insulin pump was received with no button response due to flattened act and esc button dome switch. No unlocked lcd keypad connector. No button error alarm noted. Insulin pump received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. .

Event description:
It was reported that customer returned insulin pump for unknown reasons. Customers' blood glucose was not provided. Troubleshooting was not done on the device. The customer has returned the device for analysis.